Event description:
Caller states customer reported low blood glucose symptoms with blood glucose result of 66 mg/dl obtained on the aviva system; the customer was treated with fruit and a peanut butter sandwich. Fourteen minutes later the customer's symptoms had not improved, and her blood glucose result was 94 mg/dl; the customer was treated with fruit, which she would not have been able to retrieve on her own. Customer's symptoms improved about 30 minutes following the blood glucose result of 94 mg/dl. Requested return of suspect device and replacement was sent.